Event description:
Journal reference: roosen et al. "Analysis of surgical intrathecal (i.t.) Baclofen (itb) implant results emphasizing revision surgery in a mixed pediatric/adult population." P54, program and abstracts, child neurology society. P s121. The authors provided a retrospective review of revision surgery experienced for primary implants (implanted at their institution) and operative revisions for cases originally implanted outside their institution. Since 2002, they treated 41 patients, 15 which required various revisions. Reportable event: 4 patients had implant infections.

Manufacturer narrative:
.